Event description:
It was reported that during a da vinci-assisted surgical procedure, the bits on a long bipolar grasper instrument no longer tightened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no thermal damage was observed and no arcing was not observed during the procedure. The patient did not experience any injury or adverse event during or after the surgical procedure. Patient demographic was not provided.

Manufacturer narrative:
The long bipolar grasper instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations did not replicate nor confirm the customer reported complain. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grip tips opened and closed properly. The instrument passed the bumper test, and no loose components were found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.